Event description:
Reporter alleged that he found the customer unresponsive and tested her a result of 75 mg/dl on the advantage system. This was compared back to back with a result of "low" (less than 20 mg/dl) on the paramedic's system when testing was performed within 10 minutes. Reporter stated the paramedics treated the customer with glucose intravenously and took her to the hospital. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.